Event description:
In late 2008, the patient reported that while changing the insulin cartridge the plunger became stuck to the piston rod of the infusion device and insulin spilled into the cartridge compartment. She was instructed how to remove the plunger from the piston rod and she was educated on the proper procedure for removing the insulin cartridge from the infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.